Event description:
PICC line placed in infant's antecubital area. Baby very irritable and arm board placed to provide support and to prevent dislodgement of the catheter. Nurse removed the arm board during the infant's bath and did not replace it. An hour later the nurse checked the catheter and it had broken. The rn noticed that the PICC line was broken off the hub, and the catheter was not visible. The hub was attached to the infant's arm, but the catheter had disappeared. A chest x-ray showed that the catheter was curled inside the heart. Cardiac cath performed and catheter was successfully removed from the heart with no problems. Infant is table.

Manufacturer narrative:
The returned product for eval was received in two portions. The first portion consisted of the molded junction with a very small section of catheter tubing in the correct manufactured placement in the oval disk. The second portion consisted of the catheter tubing of approx 13 tick marks length. The separation occurred below the nose of the oval disk. The catheter tubing at the area of separation has jagged uneven edges. The damage noted in this investigation of the returned sample was that stress to the catheter was the contributor to the breakage. A review of the complaint description was compared to the instruction for use and risk management documentation. From the problem description provided and the result of investigation, the issue is likely occurred due to excessive stress applied to the catheter. Issue was due to either the failure to adequately secure the catheter "heart" to the pt or the application of the surgical tape adhesive to the catheter tubing. Add'l potential contributor to the failure may be exposure to alcohol solutions. Either potential failure modes could result in catheter breakage. The proper technique for securing catheter are listed to the instructions for use. The IFU also cautions of "never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing" and "the external portion of the catheter must be adequately secure". The review of DHR revealed no discrepancies which may account for this issue. The non-conforming data base was reviewed and there were no issues seen with the catheter lot or sub-lot numbers.